Manufacturer narrative:
Philips is unable to confirm the final disposition of the device because the customer allowed the quote to expire, refusing service. Multiple good faith efforts (gfe) were attempted to obtain additional information regarding the customer plan for service, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint about the v60 ventilator indicating that the display was not working properly. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer was provided a quote for onsite service by a field service engineer (fse). The quote is currently pending the customers' approval. The investigation is ongoing.